Event description:
Medtronic received information that three months following the implant of this bioprosthetic valve, echocardiography revealed valve stenosis (peak gradient 118 mmhg, mean 74 mmhg, eoa 0.46). Pannus had developed on the valve, which inhibited the movement of the cusps. Normal pannus growth was observed on the sewing ring and stitches. However, pannus had developed on two of the cusps, nearly immobilizing the cusps, and pannus growing on the stent inhibited movement of the third cusp. The valve was explanted and replaced with a mechanical valve. No further adverse patient effects were reported.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, small needle holes on the sewing ring showed placement of implantation sutures. All leaflets were stiff due to host tissue on the outflow except where host tissue appeared to have been removed on the left cusp. Small tears on the inflow of all cusps along the inflow margin of attachment appeared to be associated with the removal of host tissue. All commissures were intact. A trace of pannus was observed in the left right inferior coaptive area. Pannus remained attached to the sewing ring on the outflow extending to the backs of all stent posts. An unknown amount of pannus appeared to have been removed on the inflow and outflow. Tan thrombotic appearing host tissue filled and stiffened all cusps on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. Analysis determined the cause of the event was related to patient condition. (B)(4).